Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at 10 atmospheres for about 30 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.